Manufacturer narrative:
The email received for the (B) (6) study indicated that approximately one day post index procedure, the pt had a neurological event described as an ischemic stroke. Past medical history that may have increased this pt's risks includes previous left carotid endarterectomy, hyperlipidemia, past smoking and hypertension. The target lesion was located in the left internal carotid artery and was a recurrent restenosis of a previously performed endarterectomy. The lesion had mild calcification and tortuosity, and was 6.0mm in diameter. Pre-dilation was not documented. An angioguard distal protection device was delivered without difficulties and a precise stent was successfully implanted at the target lesion. The residual diameter stenosis measured 0%. The angioguard was retrieved without difficulty and no debris was found in the basket. The pt had no neurological deficits when leaving the angiography suit. The following day, the pt had abnormal behavior and aphasia diagnosed as ischemic stroke. The pt was treated with heparin administration and a CT scan was performed. Symptoms started to resolve two days after the index procedure and were almost completely resolved at discharge except for some expressive language impairment noted. A follow-up conducted a week later reported that symptoms were completely resolved with no residuals. The product remains implanted in the pt and is thus not available for eval. Review of lot 14139640 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries, potentially disrupting perfusion. There is no evidence that product manufacturing issues contributed to the event. Review of the info suggests that pt, vessel and procedural factors may have contributed to the reported event.

Event description:
The email received for the (B) (6) study indicated that approximately one day post index procedure, the pt had a neurological event described as an ischemic stroke. Pt was treated with heparin. CT scans were performed. Symptoms started resolving two days after the index procedure and were almost completely resolved the following day at discharge (speech pathologist noted higher level of expressive language impairment continued at discharge). Pt was seen a week later and symptoms were completely resolved with no residuals.